Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pacemaker-mediated tachycardia and fatigue. The pulse generator exhibited inappropriate programming. The device was reprogrammed and the patient would be monitored.